Manufacturer narrative:
Device evaluation: the blades of the device extended and rotated in both straight and bent configurations. The tip was placed under magnification with biological material seen. The handle was disassembled with no visible damage seen on the tabs or on the barrel.

Event description:
During a patient procedure, the physician was using a 9f tightrail device. Although the complaint reports that the blades did not seem to be rotating within device, it is being reported because the device was being used past its recorded shelf life (procedure (B)(6) 2017, device expiration date (B)(6) 2017).